Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow rate too high" was reproduced. Evaluation sent device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and a volume to be infused of 40ml, the test resulted in 42.621ml which is an error percentage of 6.5525%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate and m2/m3 springs. The pressure plate required to be adjusted and m2/m3 springs required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump flow rate was too high during testing in the biomedical service department. There was no patient involvement. No additional information is available.